Event description:
A report was received that the patient was explanted due to a suspected infection at the pocket site. The patient's symptoms were pain, redness and discharge at the pocket site. The physician doesn't know the cause of the skin reaction and has sent the patient to see an allergist. The patient was prescribed oral antibiotics and is reportedly doing well following the explant procedure.

Event description:
A report was received that the patient was explanted due to a suspected infection at the pocket site. The patient's symptoms were pain, redness and discharge at the pocket site.the physician doesn't know the cause of the skin reaction and has sent the patient to see an allergist. The patient was prescribed oral antibiotics and is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan 2x8 lim,50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information received indicated that he patient's allergy test results were normal with no reaction other than environmental.